Event description:
The customer's wife reported that in 2009, the customer's blood glucose test did not start after a blood sample was applied to the test strip. The following day, (3:00 a.m.), the customer reportedly experienced symptoms of hypoglycemia. The paramedics were called and a reading of 23 mg/dl (meter is unknown) was reportedly obtained. It was additionally reported it was given sugar and an unknown intravenous medication to the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned the meter. The complaint was not confirmed. All test results were within range specification during the control solution testing. This is the final report.